Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor on the small battery drive device seized, jammed and moved heavily. It was further determined that the device was worn out, and the mechanics and motor were broken. It was further determined that the device failed pre-tests for check power with test bench; (tick motor type) re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w, check the function with electronic pen drive (epd)-console, check the triggers and electronic control unit (ecu) function, check the off/osc/on switch mode function and check the attachment coupling. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.